Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned. Electrical testing was normal; however, a short was found between conductor paths. Destructive analysis was performed, visual inspection found inner insulation abrasion at the middle region of the lead. The cause of the reported event was due to inner insulation abrasion.

Event description:
Related manufacturing reference number: (B)(4). It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed, that the right ventricular (rv) lead was oversensing noise. Resulted, in pacing inhibition. And the right atrial (ra) lead was also oversensing noise. Resulted, in pacing inhibition and inappropriate mode switch episodes. The rv and the ra leads were explanted and replaced. The patient was stable throughout the procedure.